Event description:
Report received of complete return of symptoms escalating to withdrawal. Dose was increased and pt improved then symptoms returned. Followup with hcp revealed. Hcp felt pump was functioning intermittently. Pt symptoms were relieved after dose increase or bolus and then symptoms would return. Device was replaced at another facility a few weeks ago. Pt has been seen since surgery, is doing well and is back to work.